Event description:
On december 20, 2021, olympus medical systems corp. (Omsc) received the literature titled "feasibility of resection and plication ¿rap¿ technique for management of medically refractory gerd in patients with altered gastric anatomy". The purpose of this literature was to assess the safety, feasibility, and short-term clinical efficacy of the resection and plication (rap) procedure for the management of medically refractory gastroesophageal reflux disease (gerd) in patients after previous gastric surgery. In the literature, it was reported as follows; the study comprised 20 consecutive patients with prior gastric surgery who underwent the rap procedure between september 2018 and june 2020. The median age was 46.5 years (iqr 37.2¿64) and 18 patients (90 %) were female. The procedure was performed under general anesthesia. Using a gastroscope (olympus gif-1th190), a trapezoidal or pyramidal-shaped mucosectomy was performed using a multiband mucosal resection device (duette; cook medical) and a standard submucosal lift technique using chromo-gelofusine-adrenaline solution. To control intraprocedural bleeding, monopolar haemostatic forceps (coagrasper; olympus) were used with electrocautery generator settings. The apollo overstitch device (apollo endosurgery) was mounted onto a double-channel therapeutic endoscope (olympus gif-2th180). Follows complications were reported: hematemesis: one patient presented with large-volume hematemesis after an episode of forceful vomiting 5 days post-procedure. The patient was hemodynamically stable at presentation. Urgent gastroscopy showed gastric hemorrhage caused by suture dehiscence. Endoscopic homeostasis was achieved using monopolar haemostatic forceps. The following day a repeat plication was undertaken with the overstitch device. Dysphagia: dysphagia requiring endoscopic intervention. Stricture: esophageal stricture requiring endoscopic dilation there is no description of the device's malfunction. Based on the available information, reported these complications were not reported in a direct relationship with the olympus products. Therefore, omsc assumes that dysphagia and stricture were not related to the subject device. However, omsc assumes that hematemesis might be related to the subject device since the subject device was used for the procedure. Omsc assumes that hematemesis was serious injuries that the complication might be caused or contributed to a death or serious injury since large-volume hematemesis needed urgent gastroscopy after an episode of forceful vomiting 5 days post-procedure. Based on the available information, specific information on the subject device was not provided. However, omsc assumes that the large-volume hematemesis needed urgent gastroscopy was adverse events to submit a medical device report (MDR) of the subject device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.